Event description:
According to the distributor's report, the device was used to close a facial laceration. During the procedure, some of the adhesive dripped into the patient's eye. The patient's grandmother called the response line nurse from the hospital, and was instructed to use ophthalmic ointment. She would not give details about the event, patient information, or patient status. No further information was reported.